Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2: reference MFR. Report: 1627487-2018-13296. It was reported the patient underwent explant and replacement of two drg leads on (B)(6) 2018 at vertebral levels l3 and l4(please see MFR report #s: 1627487-2018-13027 and 1627487-2018-13028), and no complications or issues were noted at the time of surgery. The following day, the patient experienced extreme pain at the new lead site and had difficulty walking. The patient went to the emergency room and was admitted to the hospital. A CT scan was performed and was unremarkable for an epidural hematoma. The patient was later released from the hospital on (B)(6) 2018 with a back brace. The pain has mostly resolved, and the patient is currently able to walk normally.

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2018-13297.